Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported the patient was experiencing infections in either ¿(B)(6) of 2014,¿ so the implantable neurostimulator (ins) was explanted on (B)(6) 2013 at the same time the pain pump was removed due to an infection and the patient having sepsis. According to the consumer the healthcare provider (hcp) thought the pain pump was ¿facilitating¿ the infections. The consumer further reported the patient passed away around (B)(6) 2016 in a hospital from septic shock, but confirmed the death wasn¿t related to the ins or pain pump since they were no longer implanted. Relevant medical history includes non-malignant pain, failed back syndrome-other, and multiple back operations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.